Manufacturer narrative:
The reported events were extra-cardiac stimulation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented with 'worsened heart failure' and extracardiac stimulation both due to the left ventricular (lv) lead. The lv lead was capped and replaced on (B)(6) 2021. The patient's status was unknown.